Event description:
Patient presented to the physician with an infection at the neck incision site five days post-implant procedure. Physician examined the area and observed redness and swelling. Physician drained the neck incision and prescribed antibiotics. Patient presented back to the physician with improvement.